Event description:
Anemia, low b12's, thyroid nodules, elevated thyroid, calcification and cysts on right breast, lung nodule, dry eye, extreme allergic sinusitis, allergy cough, breathing issues, inhaler prescribed, inflamed turbinates. Dark around and under eyes that won't go away. Metallic taste in mouth. Beginning of bone dental disease, insomnia, anxiety and panic attacks, joint and muscle pain, tingling and leg cramps down left leg, can no longer wear any type of jewelry due to sensitivity, gerd, acid reflux, ibs, gall bladder removed, umbilical hernia repair. A lot of health issues. FDA safety report ID # (B)(4).